Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion. The health care professional (hcp) called technical services (ts) and requested analysis of the device battery longevity. Ts analyzed the battery and determined that the device was depleting normal and the difference in battery longevity appeared to be due to high threshold outputs on the left ventricular (lv) lead channel. Subsequently, additional information was received that reported in a later visit, the patient reported experiencing pain at the pocket site. It was reported that a pocket revision was performed to remedy the issue, however, the patient reported still experiencing pain. The physician evaluated the patient and decided to perform a system explant of the crt-d system including the right atrial (ra), right ventricular (rv) and lv leads. The physician successfully explanted the crt-d and rv lead. However, during the procedure, the physician experienced difficulties extracting the ra and lv leads. The ra and lv leads were damaged and became severed. The leads were unable to be fully extracted. Portions of the leads remain in the patient's body. It was noted that prior to extraction, no lead issues were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not returned for analysis. Pi analysis was completed on the device using available information. The allegation(s) in this complaint have not been confirmed as the product has not been returned for analysis. Product record reviews did not identify a product quality issue or new patient harm. Available information received from the description indicated that the device had no prior signs of an issue, was unintentionally damaged and severed during the extraction. The results concluded that unintended use error may have caused or contributed to the event.

Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion. The health care professional (hcp) called technical services (ts) and requested analysis of the device battery longevity. Ts analyzed the battery and determined that the device was depleting normal and the difference in battery longevity appeared to be due to high threshold outputs on the left ventricular (lv) lead channel. Subsequently, additional information was received that reported in a later visit, the patient reported experiencing pain at the pocket site. It was reported that a pocket revision was performed to remedy the issue, however, the patient reported still experiencing pain. The physician evaluated the patient and decided to perform a system explant of the crt-d system including the right atrial (ra), right ventricular (rv) and lv leads. The physician successfully explanted the crt-d and rv lead. However, during the procedure, the physician experienced difficulties extracting the ra and lv leads. The ra and lv leads were damaged and became severed. The leads were unable to be fully extracted. Portions of the leads remain in the patient's body. It was noted that prior to extraction, no lead issues were observed. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion. The health care professional (hcp) called technical services (ts) and requested analysis of the device battery longevity. Ts analyzed the battery and determined that the device was depleting normally and the difference in battery longevity appeared to be due to high threshold outputs on the left ventricular (lv) lead channel. Subsequently, additional information was received that reported in a later visit, the patient reported experiencing pain at the pocket site. It was reported that a pocket revision was performed to remedy the issue, however, the patient reported still experiencing pain. The physician evaluated the patient and decided to perform a system explant of the crt-d system including the right atrial (ra), right ventricular (rv) and lv leads. The physician successfully explanted the crt-d and rv lead. However, during the procedure, the physician experienced difficulties extracting the ra and lv leads. The ra and lv leads were damaged and became severed. The leads were unable to be fully extracted. Portions of the leads remain in the patient's body. It was noted that prior to extraction, no lead issues were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. This product was surgically abandoned and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the primary reported observation is addressed in product labeling (i.e. Instructions for use). Therefore, well-understood factors likely contributed to the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.